Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. However, it could not be confirmed as there was no cobra deformity during the returned device analysis. The cause of the reported incident could not be conclusively determined. It is possible that using a larger or smaller delivery system could have contributed to the reported event, however, this cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer septal occluder was chosen for implant using an unknown delivery system. During deployment, it was noted that the device had a cobra deformation. The physician tried multiple attempts, but the device was not able to return to its normal configuration. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A 24mm amplatzer septal occluder was selected and successfully implanted using the same delivery system. The patient was reported as discharged.